Event description:
The caller reported that the patient's tube has a deflating cuff. She filled it when he went on the ventilator last night and it deflated within a few hours. She states that reintubation was necessary, she did the intubation, and there was no harm or trauma involved.